Event description:
It has been reported that the bd rapid detection of sars-cov-2 veritor¿ has been found producing a discrepant result. The customer was instructed to run another test for confirmation or run a pcr test. There was no report of patient impact. Eua#(B)(4). The following has been provided by the initial reporter: it was reported that customer obtained positive test after running a contaminated sample. The first report is that the customer received a positive result after testing the left nasal cavity which had blood in the sample and later a negative result on the right nasal cavity that yielded a clear sample with no blood in it.

Manufacturer narrative:
Medical device lot #: 1104526 does not match with the reported medical device catalog# so the manufacture and expiration dates are unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd rapid detection of sars-cov-2 veritor¿ has been found producing a discrepant result. The customer was instructed to run another test for confirmation or run a pcr test. There was no report of patient impact. Eua(B)(4) the following has been provided by the initial reporter: it was reported that customer obtained positive test after running a contaminated sample. The first report is that the customer received a positive result after testing the left nasal cavity which had blood in the sample and later a negative result on the right nasal cavity that yielded a clear sample with no blood in it.

Manufacturer narrative:
H.6. Investigation: this statement is to summarize the investigation results regarding the complaint that alleges discrepant result when using rapid detection of sars-cov-2 veritor (material # 256082), reported batch number 1104526. Bd quality performs a systematic approach to investigate discrepant result complaints. This approach involves review of manufacturing batch history records, visual inspection of retention samples, and visual inspection of customer returned samples, if applicable. An investigation was performed on the batch number reported. A photograph was returned and showed rapid detection of sars-cov-2 veritor test results and unable to confirm of discrepant results. The reported batch number 1104526 is invalid and the associated batch with material 256082 is 1109988. Retention testing could not be conducted because batch number 1109988 is past its expiration date. The reported issue was unable to be confirmed. There are no current trends against expired material and no adverse trend was identified for expired material. The root cause could not be identified. Bd quality will continue to closely monitor for trends. See h.10.